Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a transabdominal preperitoneal (tapp) procedure, during the fixing of mesh on the left lateral side, the handle could not be squeezed smoothly and stopped halfway while firing. It was stated that the device was fired somehow. However, on the second and third firing, while fixating at the ventral side, the firing also stopped several times halfway as the handle stopped in the middle while being squeezed. The device was unable to fire the tack into the target tissue with continuous rotation. It was also stated that when trying to fix the mesh to cooper ligament, it did not penetrate as the tack got twisted because it could not enter the mesh smoothly. Another device was used to complete the case without issues. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.